Manufacturer narrative:
Catheter.

Event description:
A little more than 3 weeks ago, the patient got "really ill" and went to the emergency room. The patient's pain level stayed down "pretty good", but he had an illness with his stomach and abdominal cramping. A few weeks ago, the patient was given medication for acid reflux. It was also reported that the patient's catheter was dislodged and a revision surgery was planned. The patient was wondering if the two events were related. Follow-up with the patient's healthcare professional was recommended. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.